Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was missing after removing from the body. The customer¿s blood glucose level was 145 mg/dl. The customer reported that they had removed the sensor and stated that the sensor was hard to remove and the cannula was missing after removing from the body. It was also stated that he cannula was bent or curved. The customer was advised to return sensor. The sensor will be returned for analysis.